Event description:
On (B)(6) 2013, the distributer contacted animas and reported no power to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: the blackbox contained data from (B)(6) 2013. The last basal delivery was recorded on (B)(6) 2013. The blackbox review showed multiple consecutive call service alarms on (B)(6) 2013. The battery voltage recorded before the call service alarms was below the ¿replace¿ battery thresholds. There was no ¿replace battery¿ alarm recorded. The pump history revealed one ¿power on reset¿ event occurred on (B)(6) 2013 following a ¿replace battery¿ alarm. Several ¿replace battery¿ alarms and ¿low battery¿ warnings were observed in the alarm history. On examination, the battery compartment and the battery cap threads were undamaged. The battery cap was able to fit securely to the pump. On testing, the pump powered ¿on¿ and displayed the ¿verify¿ screen. The battery cap was tightened and then unscrewed ½ turn with no ¿reboot¿ occurring. The unit was exercised for 24 hours with no power interruptions or alarms occurred during testing. A ¿low battery¿ warning and a ¿replace battery¿ alarm was simulated with the pump giving the correct visible and audible battery warnings /alarms. The pump cover was removed for investigation and did not reveal any intermittent condition of the internal pump components.